Event description:
It was reported that while at the user facility the accuracy of the device was off. No further information was provided regarding delays, patient involvement, medical interventions, or adverse consequences.

Manufacturer narrative:
The reported event of inaccuracy was confirmed based on the device evaluation. An incorrect microscope calibration file caused the reported event. The microscope calibration was corrected which resolved the issue.

Event description:
It was reported that while at the user facility the accuracy of the device was off. No further information was provided regarding delays, patient involvement, medical interventions, or adverse consequences.